Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician experienced resistance while attempting to retract the outer sheath of the smart flex stent. The handle of the device was also reported to have separated from the delivery system. The stent was not deployed. The product was removed from the patient. A non-cordis stent was deployed to complete the procedure successfully. The non-cordis stent delivery system (sds) was noted to show signs of elongation and kinking after use. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The lesion was severely calcified and a restenosis of a ten (10) year old unknown stent. Additional information received indicated that the component referred to as handle is the tuohy-borst valve. It was not possible to discern which part of the handle had separated from the information available. The handle separation issue occurred outside of the patient. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. Addendum: preliminary inspection of the returned device indicated: kink at 18cm from strain. Stent protruding 11cm.

Manufacturer narrative:
Complaint conclusion: when attempting to deploy the smartflex stent in a previously implanted (approximately 10 years) restenotic stent in a severely calcified sfa, the physician experienced resistance while attempting to retract the outer sheath of the smart flex delivery system. The tuohy-borst valve of the device was also reported to have separated from the delivery system. The stent was not deployed. The handle separation issue occurred outside of the patient. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The product was removed from the patient and a non-cordis stent was deployed to complete the procedure successfully. The non-cordis stent delivery system (sds) was noted to show signs of elongation and kinking after use. No additional information is available. There was no reported patient injury. Preliminary inspection of the returned device indicated that the stent was protruding approximately 11cm. The product was returned for inspection. A non-sterile unit of flexstent vascular self-expanding stent system smart flex 5x200 vas, 120cm was received coiled inside of a plastic bag. The device presented kinks conditions at 35 cm, 39 cm and 53 cm from distal tip end, also the hypotube presented a kink condition at 18 cm from proximal tip end. The hub hemostasis valve presented a separation. The stent was received partially deployed. No other anomalies were found during analysis. The functional analysis could not be performed correctly due to the hemostasis valve separation and the kink conditions found on the outer member that not allowed to hypotube to deploy the stent. The separation observed in the hub was analyzed under sem station and it was found that the separation presented evidence of an excess application of force. The external surface of the hub presented a deformation probably induced by an unknown object that induced an excess of force over the hub. No visual evidence of any chemical degradation or cutting in the material was noted. Per DHR, bmt-s31659 (fss sub lot # m12248, 1329703): a general review of the travelers listed above which make up the DHR for the parent lot was performed. System and subassembly travelers: all systems were manufactured in accordance with the traveler and passed all prescribed inspection and testing. Stent traveler: all stents were manufactured in accordance with the traveler, stents passed all prescribed inspection and testing. The failure ¿hemostasis valve / separated¿ reported by the customer was confirmed as the condition as the product was received, per sem analysis it was found that the hemostasis valve presented evidence of an excess application of force. The failure ¿stent delivery system (sds) / deployment difficulty-unable¿ reported by the customer and ¿stent delivery system (sds) / deployment difficulty-premature deployment¿ was confirmed as the condition of the product was confirmed. However the product could not be correctly analyzed due to the hemostasis valve separation found that did not allow proper functional analysis to be performed. The exact cause of that failure as well as the kink and the separation conditions found could not be conclusively determined. However procedural factors might have contributed to those issues. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time. With the information available and without films of the event and the condition of the returned device it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors, including device interaction with the previously implanted stent, may have contributed to the reported events.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.